Event description:
The manufacturer received a voluntary medwatch (mw-5153359) in which the patient alleging of having a device with burning smell. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to the manufacturer.

Manufacturer narrative:
Made correction to problem code grid.